Event description:
It was reported that the patient experienced persistent high glucose readings after starting the ilet, with the caregiver pausing the device multiple times and announcing numerous meals. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Troubleshooting and education were completed with guidance consistent with high glucose management. Investigation included complaint review and technical assessment based on reported use patterns. Investigation of this case revealed no confirmed device malfunction and suggested potential therapy interruption due to repeated pausing and meal announcement behavior, which can contribute to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.